Manufacturer narrative:
Information was completed by the manufactured based on information obtained from the facility. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy procedure. According to the complainant, while inside the patient, the balloon would not hold pressure on the first inflation. The physician noticed a hole in the balloon upon removal from the patient. Follow up revealed that a leak was also noted during the procedure. According to the complainant, the balloon was not inflated on a stone and there was no other noticeable damage to the balloon. The procedure was completed with another uromax balloon with no patient complications and the patient condition was reported as "fine".